Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿silicone leak in the left implant,¿ "strong hardening of the left breast," "unbearable pain and very painful breast." Additionally healthcare professional reported "peri prosthesis liquid collection," ¿lobulated contours,¿ and "small bilateral simple breast cysts." Device remains implanted. This record is for the left side.

Event description:
Patient reported ¿silicone leak in the left implant,¿ "strong hardening of the left breast," "unbearable pain and very painful breast." Additionally healthcare professional reported "peri prosthesis liquid collection," ¿lobulated contours,¿ and "small bilateral simple breast cysts." Device has been explanted. This record is for the left side.